Event description:
Affiliate reported that the blade broke off the handle during use in a gastric operation. It was reported that the blades were recovered, however, as a result, surgery was delayed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.